Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window.

Event description:
The customer reported via phone call that she received an alarm. The insulin pump was thrown away at her doctor's office. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.